Manufacturer narrative:
UDI not required. Legal manufacturer: hcs (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate. There was no report of patient injury.

Manufacturer narrative:
Ge healthcare service provided a proposal for diagnosis and repair. To date the proposal has not been approved by the customer. No ge healthcare service has been provided. No further information is available regarding the resolution of the reported issue.